Event description:
Procedure type: colon resection. According to the rptr: the surgeon had difficulty introducing the device all the way to the site of the anastomosis. Then, after applying it, the device was hard to remove and a mucous shred was removed along with the donuts. No other abnormalities were reported intra-operatively. Two days post-operatively, the anastomosis was bleeding and the pt had to be re-operated.